Event description:
It was reported that the patient experienced a syncopal episode and presented to the clinic. The right atrial (ra) and right ventricular (rv) leads exhibited undersensing in bipolar configuration which caused the device to pace inappropriately. In unipolar, there was some myopotential oversensing noted. Reprogramming was performed on both leads and they remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imd49b58 lead, implanted: (B)(6) 1998. (B)(4).